Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was outside of the loader device and the plunger had been depressed. There was blood on the device. The seal subassembly was completely outside the delivery tube. The evidence suggests that the seal was loaded and that there was an attempt to use it on the patient. The reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load. The heartstring seal was removed from the sterile field and a replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. There was no blood on the seal as this occurred during preparation.